Event description:
It was reported that during an unk procedure the blade instrument broke. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occured. No pt consequence was reported.

Manufacturer narrative:
Date sent: 12/2/2008. Info anticipated, but unavailable at this time.